Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure on (B)(4), 2010. (Patient ID, age, date of birth and weight are unknown). According to the complainant, the console unit shut off during the heating phase. The case was restarted and the console unit shut off again. Additional follow up information reported that no alarm or error message occurred before the machine shut off. In addition, it is unknown whether or not the system proceeded to the cool down phase before shutting down. There were no further complications reported with this event. The condition of the patient is reported to be fine.

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure on (B)(6), 2010. (Patient ID, age, date of birth and weight are unknown). According to the complainant, the console unit shut off during the heating phase. The case was restarted and the console unit shut off again. Additional follow up information reported that no alarm or error message occurred before the machine shut off. In addition, it is unknown whether or not the system proceeded to the cool down phase before shutting down. There were no further complications reported with this event. The condition of the patient is reported to be fine.

Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
The hta console unit was returned and evaluated. Performed hta logic/wet test and unit works properly. The root cause classification for this event condition is not confirmed as the failure mode was unable to be duplicated during testing conditions.